Manufacturer narrative:
Correction to unknown description. The reported event that unknown_selzach_product (screw range 340614 ¿ 750) was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that a 4 hole dhs plate was inserted and the 1st hole to fix the plate on the femur had been drilled. When inserting the screw, on the final turn with the screwdriver the head from the lag screw came off. The screw head was removed from the wound but the screw shaft was left in the femur bone, because it was secure in the bone. The 4 hole plate was then removed and a 6 hole plate was inserted to provide more stability. There was a surgical delay.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The customer reported that a 4 hole dhs plate was inserted and the 1st hole to fix the plate on the femur had been drilled. When inserting the screw, on the final turn with the screwdriver the head from the lag screw came off. The screw head was removed from the wound but the screw shaft was left in the femur bone, because it was secure in the bone. The 4 hole plate was then removed and a 6 hole plate was inserted to provide more stability. There was a surgical delay